Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: e3: initial reporter is a depuysynthes sales representative d4, h3, h4, h6: part 04.037.942s, lot 158p473: manufacturing location: monument. Manufacturing date: may 12, 2021. Expiration date: may 01, 2031. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a photo investigation was completed: the photo investigation revealed the implant is observed with signs of use, scratches that were most likely caused during surgical removal procedure. However, with evidence provided it is not possible to determine if broken metal fragment belongs to the reported device or another unknown device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. D9, h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that tfna nail was found broken at the prong from the locking prong assembly, the observed condition was consistent with a random component failure that may have been caused by exposure to unintended force likely caused during the explantation process. In addition, found nothing indicative of a device nonconformance or adverse event. A dimensional inspection was not performed as it is not applicable to the complaint condition. The source controlled drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed as the observed broken condition would contribute to a device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a removal surgery of trochanteric fixation nail advanced (tfna) implants. The extraction surgery was performed as bone fusion was achieved. During the removal surgery, a metal fragment was generated. It was unclear what the metal fragment originated from and whether it was all that was generated. The removal surgery was completed successfully with no surgical delay. No pieces remained in the patient. This was confirmed by x-ray. Visual analysis of the returned sample revealed that the tfna nail was found broken at the prong from the locking prong assembly. This report is for a tfna nail. This is report 1 of 1 for (B)(4).